Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had fracture of the distal end of the clavicle and was implanted with lcp clavicle hook plate on (B)(6) 2011. In (B)(6) 2012, patient experienced pain on the upper limb and had a skin eruption. Patient was given medication and on (B)(6) 2012 the plate and screw was removed. This is 2 of 6 reports for this event.

Manufacturer narrative:
The raw material and manufacturing papers were reviewed and showed no deviations. The lot met all specifications. No product fault detected. The investigation could not be completed, no conclusion could be drawn, as no product was received.